Event description:
It was reported that pump displayed malfunction alarm code 3 that could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy.